Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned due to dislodgment. Two weeks after the implant the physician noted oversensing.